Event description:
Device erosion and perforation the blunt tip trocar was introduced, and a uni-lateral indent of the bladder was visualized on fluoroscopy. The patient's left side was aborted. Patient's right balloon eroded into the bladder, so that side was removed.